Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplement report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer reported a low bg glucose level of 49 mg/dl. No additional information was received as customer declined further troubleshooting. The customer reverted to an alternate method in insulin therapy.